Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device bottom drawer was locked and did not open. A field service engineer (fse) found that the bottom two drawers were left unlocked. The fse attempted to open a drawer, but it appeared locked, and the issue persisted. Upon opening the back panel, the fse discovered that the bottom two drawers were unplugged. Additionally, drawer 4¿s latch was locked; the engineer then unlocked and unlatched it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was locked. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.